Event description:
The electlro-surgical pencil contained in the custom proc. Tray shocked the surgeon while using. Potential user injury. The e.s pencil in question is manufactured by maxxim medical-arger division p/n # mxa 514497ns, lot # 99274295c.